Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a spider fx with a 6fr sheath, non-medtronic guidewire and non-medtronic stent during a procedure to treat a 25mm fibrous lesion in the patient¿s mid common carotid artery of diameter 5.5mm. Moderate vessel calcification and tortuosity are reported. Lesion exhibited 70% stenosis. IFU was followed during preparation and procedure. Vessel pre-dilation was not performed. It is reported that following spider placement, it was discovered the guidewire at the head of the device had detached in the patient¿s vessel. The broken portion could not be retrieved in the filter. A non-medtronic stent was placed to cage the detached portion. The patient is reported to be stable.

Manufacturer narrative:
Cine image reviewthe customer provided a cine image of the vessel. A suspected fragment within the vessel has been identified. The observed fragment could not be conclusively identified as the suspected distal tip or another component of the spider fx device. The resolution and clarity of the provided cine image was unable to identify a spider fx component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the stent used to cover the detached portion was a dense mesh stent medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.